Event description:
Type of procedure: ni. Detailed description of event: bag would not uncurl when deployed in the abdomen, coming away from the metal struts. Patient status: stable. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the tissue bag falling off the prongs as the tissue bag was not attached to the supports. Based on the evaluation of the event unit and description of the event, it is possible that a force was applied in the distal direction, which caused the bag to fall off the supports. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ni. Bag would not uncurl when deployed in the abdomen, coming away from the metal struts. Patient status: stable. Type of intervention: ni.